Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, event clarification was requested from the physician. Although the customer initially reported a needle-to-cuff miss occurred, the procedure report did not notate a specific device failure and the physician could not recall exactly what happened. No additional information was provided.

Event description:
It was reported that after an interventional angioplasty and stenting procedure of the left leg, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was not confirmed. Analysis of the device indicated needle deployment and suture retrieval were successful and the suture was pulled out from the artery. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.